Event description:
A customer reported the rotational locks slipped easily when removing a patient from the table following a procedure. No patient injury was reported. A ge field service engineer replaced the rotational locks. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.